Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on 14th april 2010 and operated successfully until (B)(6) 2012. On (B)(6) 2012 the device failed an auto self test due to a low battery. The temperature at this time was below freezing. The device was then left in fault mode and is followed by a critical fail during a manual power up on (B)(6) 2012 also due to a low battery. The reported fault could not be found. There is no history of the device switching itself on. The exposure to very low temperatures did cause the device battery to fail. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.